Manufacturer narrative:
H3 other text: device not returned to manufacturer.

Event description:
The patient reported to philips that while using the dreamstation, the humidifier had a burning odor and the humidifier plate was extremely hot and discontinued use. The device was not returned. If additional information is received a follow up report will be submitted.

Manufacturer narrative:
Additional information has been received. In this report updated as- the device was returned to product investigation laboratory and evaluated. During the investigation, pil observed a dust-like contaminant and what appeared to be dried liquid spots with potential mineral deposits on the water tank lid, water tank seal, water tank, top enclosure, iso port, inlet/outlet seal, blower, heater plate, heater plate spring, and bottom enclosure. Evaluation result stated that foam particles were not observed. Pil was not able to confirm the complaint, or address the symptoms specified. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section evaluation method code grid, evaluation results code grid, conclusion code grid have been updated/corrected.